Event description:
The manufacturer received information alleging a ventilator inoperable error occurred. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device the service engineer determined there was heavy smoke damage to the device. The turbine, turbine outlet pipe, panel and honeycomb assembly, lower and upper turbine covers, lower and upper covers, warning label, keyboard, internal foams, air circuit cover, turbine seal, internal passage pipe, humidifier panel, and filter were all replaced. The device was calibrated and validated compliant after tests.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.